Event description:
It was reported that a cellular phone interferred with the pressure level, and that the valve was later removed due to infection, and an unimproved patient condition. During the explant, the surgeon noticed a leak in the valve.